Manufacturer narrative:
(B)(4). The complaint mr290 chamber is expected to return to fisher & paykel healthcare (B)(4) but has not yet arrived. A follow-up report will be provided upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel field representative that there was a leak at the connection between the water bag spike and the water feed tube of the mr290 autofeed chamber. No patient consequence was reported.